Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had been hospitalized several times. The customer stated they were hospitalized on (B)(6) 2014 with a low blood glucose of 28 mg/dl. Customer was treated and released the following day with a blood glucose of 170 mg/dl. Customer also reported being treated at the doctor's office on (B)(6) 2014 for a low blood glucose of 48 mg/dl. Customer was released with a blood glucose of 80 mg/dl. The customer also reported being hospitalized on (B)(6) 2015 when they passed out at their doctor's office. Customer's blood glucose was 38 mg/dl at the time of this hospitalization. The customer was also hospitalized on (B)(6) 2015 with a blood glucose of 37 mg/dl. Customer was treated and released the following day with a blood glucose of 180 mg/dl. The customer stated they have discontinued the continuous glucose monitoring system and insulin pump therapy. No additional information provided.